Manufacturer narrative:
Follow-up # 1 date of submission 09/10/2015-device evaluation: the pump has been returned and evaluated by product analysis on 08/20/2015 with the following findings: a review of the pump black box data revealed multiple (cs163) no cartridge detected warnings. During testing, a load step malfunction occurred while performing the rewind, load, prime sequence. During the load step, the piston continued until the cartridge was empty. The force sensor calibration was found to be out of specification. The pump case was opened and the force sensor pin was found to be cracked.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.